Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl acetabular system - right hip; reason(s) for revision: pain. Update received (B)(4) 2013. Additional reasons for revision, ireland ref. And stem added. Reason(s) for revision: pain, noise, alval / soft tissue reaction.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl acetabular system - right hip, reason(s) for revision: pain. Update received 4th november, 2013. Additional reasons for revision, (B)(6) ref. And stem added. Reason(s) for revision: pain, noise, alval / soft tissue reaction. Update - marked as legal, added additional hospital, updated original surgery date. Taken from (B)(6) email dated 6th jan 2014. Update rec'd 21 mar 2014 - patient's details - dob, age, sex, name, i.d; filled in mw boxes; attached legal letter; additional surgeon.